Manufacturer narrative:
Initial jkb antigen testing was using one (1) drop of antiserum incubated for fifteen (15) minutes. When using this reagent, users are permitted to use two (2) drops of antiserum incubated for thirty (30) minutes, as described in the package insert. When testing was subsequently repeated using two (2) drops of antiserum incubated for thirty (30) minutes, as described in the package insert, then the correct expected positive jkb antigen positive outcomes were obtained by the customer site. This event was covered in labeling. The product was performing as expected with this subsequent repeat testing using the longer incubation time and an additional drop of antiserum. Therefore no additional product investigation was required. \ product performed within test method.

Event description:
On (B)(6) 2016, a customer reported unexpected negative results when using anti-jkb polyclonal antiserum with manual testing methodology, which led to a delayed hemolytic transfusion reaction.